Event description:
(B)(4) - the dealer stated that the 96-2 shower chair was cracked around the seat. There was no patient injury reported.

Event description:
(B)(6)-2012 - (B)(6) - the dealer stated that the 96-2 shower chair was cracked around the seat. There was no patient injury reported.

Manufacturer narrative:
(B)(4).